Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display had been going blank for several days leading up to the call. Customer also reported that a battery out limit had occurred. Blood glucose level at the time of the incident was 403 mg/dl, which he bolused for. During troubleshooting, the customer inserted a new battery and the display returned. Customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.